Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased pacing impedances. The decrease was observed after the patient underwent a procedure to place a left ventricular assist device (lvad) and repair the tricuspid valve. Additionally, oversensing of the p-wave was seen on the rv channel. Boston scientific technical services (ts) reviewed x-rays from implant and post lvad implant and confirmed the lead had dislodged. Tachy therapy was turned off to prevent inappropriate therapy delivery. This rv lead remains in service at this time. No adverse patient effects were reported.